Event description:
The patient reportedly experienced overly loud stimulation with her device. The patient was seen at the center for device evaluation. Testing performed confirmed that the patient's device was not functioning. The patient's device was explanted, and the patient was reimplanted with another advanced bionics cochlear implant.